Event description:
It was reported that during a cl reconstruction surgery the super multivac tip fall off during the ablation process. All the pieces were removed using tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3:h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that contacting metal objects or excessive force while activating the wand can cause damage to the tip and/or shaft insulation resulting in device malfunction. Clinical/medical evaluation was completed and concluded that no patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. Visual inspection under magnification of the wand shows detached screen/electrodes. No manufacturing abnormalities visually observed.during functional evaluation the fuse resistance was measured and registered 0,909 ohms prior to activation and this indicated an used wand. The wand was connected to a compatible quantum 2 controller and activated in saline solution at the default and max settings on the controller, coblation and coagulation observed in the remaining electrodes. The suction line was tested and also performed as intended. The complaint was verified. Factors unrelated to the design or manufacture of the device that could have contributed to the observed findings: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a metal or bone (3) extensive use of the wand causing excessive screen/ electrode erosion (4) operating the wand at a different setting than recommended by the IFU. There are no indications to suggest the device did not meet product specifications upon release into distribution.